Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited undersensing and oversensing in the right atrial (ra) channel. In addition, low amplitude waves and false atrial tachy response (atr) episodes due to myopotential noise were noted on the ra channel. It was mentioned that the patient experienced palpitations. Technical services (ts) recommended further clinical monitoring. This ra lead remains in service. No additional adverse patient effects were reported.